Manufacturer narrative:
Product return was requested or its in transport. Evaluation will occur upon receipt of product return.

Event description:
Replacement brushes...keep slipping off my type 3772 - oral-b [device breakage]. Case narrative: male consumer via e-mail stated that the oral-b replacement toothbrush heads kept slipping off of his oral-b pro 3 toothbrush, type 3772. No injury was reported.